Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced erosion, shrinkage, and extrusion of mesh, causing urinary retention, persistent pain, and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had the mesh surgically removed on (B)(6) 2011.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with perineorrhaphy. It was reported that the patient underwent repair of vaginal wound dehiscence on (B)(6) 2005 due to wound dehiscence/separation of vagina anteriorly at the vaginal cuff, s/p lavh in (B)(6) 2005. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.